Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe popped off the needle 21x1 rb tw while reconstituting the pfizer covid vaccine, and saline "sprayed" out. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "when partner and myself reconstituted pfizer covid 19 vaccine, the syringe popped off of the needle and diluent (saline) sprayed out. Some diluent did make it in to the vial but unsure of exact amount therefore had to waste a vial."